Event description:
Explant surgery occurred. The explanted devices were received by the manufacturer. Analysis was completed for the returned lead. The electrode array portion was not returned for analysis, and an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
Analysis was completed for the returned generator. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that a vns patient was scheduled for surgery to remove the vns as it was uncomfortable. Additional relevant information has not been received to-date. No known surgery has occurred to-date.